Manufacturer narrative:
Retainer ring = black on (B)(6) 2021, the customer alleged blank display and charge/battery lasts less than expected. No blank display noted during testing. The test p-cap locks properly in place in the reservoir compartment noted. Device received with cracked case above arrow and battery icon and pillowing keypad overlay identified during the visual inspection. Thus was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within specification range. In further full review in the insulin pump history, these battery related alarms were found: low battery alarm on (B)(6)2021 at 20:43:00. Replace battery alarm on (B)(6)2021 at 06:14:00 and 06:24:00. Replace battery now alarm on (B)(6)2021 at 06:45:00 and 06:55:00. Power loss alarm on (B)(6)2021 at 06:55:00 and 06:56:27. Device passed self test, sleep current measurement, active current measurement and displacement test. No unexpected low battery, replace battery, replace battery now, and power loss alarms during testing. In summary, insulin pump passed required testing. Blank display not confirmed. Customer alleged for charge/battery lasts less than expected was not confirmed. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that they insulin pump had¿blank display. Customer stated the display was not blank less than 30 seconds and did not returned. Customer stated the contact on the battery cap was neither missing nor damage. Customer stated battery compartment was neither damaged nor corroded. Customer stated the spring was neither damaged nor corroded. Customer stated that display did not returned after insulin pump restart. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.